Event description:
It was reported the patient presented to the emergency room for reasons unrelated to the patient¿s implantable cardioverter defibrillator. The patient was not being followed for the patient¿s implantable cardioverter defibrillator and, upon testing, it was determined to be at its end-of-life. The physician suspected possible premature battery depletion. The device was explanted and replaced. The patient was stable throughout vis-à-vis the implantable cardioverter defibrillator.

Manufacturer narrative:
(B)(4). Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the device could not be interrogated when the patient presented with their device at its end-of-life.